Manufacturer narrative:
Updated b5 to reflect additional information received.

Event description:
Olympus further received information from the customer that there was no adverse event due to the aborted procedure. The intended procedure was rescheduled and completed. No other information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial medwatch.

Event description:
The customer reported to olympus that during endobronchial ultrasound-guided transbronchial needle aspiration procedure, this balloon ruptured inside the patient, fell off into the patient's body and was removed. The intended procedure was aborted. The device was inspected prior to use and was normal. The patient was under anesthesia at the time of the device failure, but the duration of anesthesia was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned and inspected. The front half of the balloon was ruptured and lost, and it was not sent for inspection. The rear half of the balloon was sent for inspection and a large hole was found on it. Packaging batch number: 2zk the subject device was manufactured on december, 2022 based on the provided 3 digit lot information. The manufacture date could not be identified since the subject device has only 3 digit lot information. The latex wall of the balloon can rupture when it comes into contact with hard or sharp objects, or when it expands excessively. The rupture of the balloon in the actual use may be related to scratches caused by sharp tools during installation or bursting after puncture during use. The device history record for the lot indicated no anomaly with the event-related items. For preventive measures, instruction for use manual states: ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects. The exact cause of the detachment of balloon could not be identified. However, it can be inferred that the following device handling by the user might have contributed to the event. ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. The balloon is quite thin and easily torn if excessive force is applied to it during attachment for instance. If stretched with finger nails or over stretched with the balloon applicator, the balloon can be damaged. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary.